Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 36:416:227:0000 was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 36:416:227:0000. This condition had the potential to interrupt delivery. This event occurred during "spd". There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.